Manufacturer narrative:
Field service engineer investigated report from customer that the injector started early on its own. Fse completed full service check on the unit and was unable to reproduce condition. Fse reloaded software as precaution and completed service checklist (B)(4). Unit passed checkout procedures and was returned to full service by the customer.

Event description:
(B)(6): customer reports injector system was loaded with contrast and saline for abdominal MRI study. Customer does use the drip mode and the protocol had been selected, tubing air purged and connected to patient IV site. Staff was moving patient into the MRI bore when they noted the injector was injecting on its own. Staff tried to quickly scan, but unsuccessful in acquiring desired contrast images. Patient was removed from scan area and rescheduled for another day. Patient procedure has been completed, no reported injury. Procedural delay. Customer would not provide any patient or other procedural information.